Event description:
The customer reported via phone call that the insulin pump had a blank display and became green and purple in color. The customer stated that the insulin pump had fallen out of her pocket and hit the ground, leading to the blank screen. She stated that she was able to get the display to return, but the screen became green and purple, causing it to be hard to read. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and no blank display or display anomalies were noted. No damage on the c13/lcd isolation tape noted. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.